Event description:
It was reported via repair work order that the auxiliary power cord ground was bent. It was further reported that the power cord power prong was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.